Event description:
The device was later explanted and replaced.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient received seven inappropriate shocks due to t-wave oversensing (twos). The physician reprogrammed the right ventricular (rv) lead sensitivity and modified the device detection zone. The device remains in use and a change out was scheduled for a new device with the twos algorithm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).